Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dy dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient¿s ins was going to be removed on (B)(6) 2018 because the therapy did not work for the patient since 1 year after the implant date. Patient stated that the therapy took away the urge to go for a little bit but symptoms gradually came back. Patient stated she had trouble with retention. No further symptoms or complications reported or anticipated.